Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the end of the needle tube during use. The following information was provided by the initial reporter, translated from chinese to english: the patient complained of "persistent heart palpitations and chest tightness for 2 hours". The diagnosis was heart failure. The patient was given intravenous infusion at (B)(6), and the patient was sealed. After puncturing with an indwelling needle, it is found that the end of the needle tube is leaking. After the patient is replaced with the indwelling needle, the patient is re-punctured and then punctured with a normal infusion, causing secondary pain to the patient, increasing the cost of department consumables and increasing the workload of nurses.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1021276. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the end of the needle tube during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient complained of "persistent heart palpitations and chest tightness for 2 hours". The diagnosis was heart failure. The patient was given intravenous infusion at 08:20 on april 19, and the patient was sealed. After puncturing with an indwelling needle, it is found that the end of the needle tube is leaking. After the patient is replaced with the indwelling needle, the patient is re-punctured and then punctured with a normal infusion, causing secondary pain to the patient, increasing the cost of department consumables and increasing the workload of nurses.